Manufacturer narrative:
Correction to the (parent) cfn/fei#: the correct cfn number is (B)(4) (incorrectly reported as (B)(4)). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) hospital. E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a sterile repeater pump tube set leaked from the blue joint due to the connector falling off. This occurred prior to patient use. The event occurred while still in the pharmacy; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 24, 2023, and january 25, 2023. H11: the actual device was received for evaluation. A visual inspection was performed which observed the vent cap has come apart from the spike vent. Functional leak testing was performed by loading the pump transfer tube set onto an in-lab repeater pump; a leak was identified from the spike vent when pumping. The spike vent cap was re-inserted onto the spike vent, and the pumping testing revealed no further leaks. The reported condition was verified. The cause of the loose vent cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.